Event description:
Customer reported the cartridge leaked insulin while in use. No adverse event was reported. The cartridge was requested for evaluation. The customer was unable to provide the lot number or expiration date.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.